Event description:
Once dissection of appendix was complete, ethicon 35mm pvae35a stapler was passed through a 12mm covidien step trocar. There was a slow co2 leak around the stapler shaft. Appendix was successfully stapled off, but a second load was needed to staple mesentery. Surgeon attempted to remove stapler, but the flexible gasket around the stapler's articulation joint was getting stuck. Multiple attempts were made to remove stapler, causing the gasket to fold back on itself and insufflation port broken off side of trocar. Trocar and stapler were removed from the abdomen, new trocar and new stapler utilized to finish the procedure. Will send it back to manufacturer monday.